Event description:
It was reported to covidien on 2/20/2009 that a customer had a problem with a feeding tube. The customer reported that upon inserting a feeding tube, the tube was flushed with saline prior to the rn beginning the procedure. The tube was easily inserted. However, when the rn tried to remove the guidewire, it would not come out. The staff flushed the line again with saline and then with mineral oil, but to no avail. After the tube was removed from the pt, the rn was able to get the guidewire to come out with excessive force. Upon doing so, the rn felt a prick on her finger & noted that the guidewire was sticking out of the green cap. The rn did not require medical attention.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.